Event description:
The pt fell a week ago directly on her back very hard. Following the fall, the pt had stimulation in the wrong location. She felt strong and painful stimulation in her right hand/fingers and some stimulation in her face. The pt adjusted her stimulation by turning it down several times to try and reduce the stimulation in her hand and face; turning the amplitude down had not reduced it. The pt was at home. F/u with the pt's physician was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).